Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 320 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Customer reverted to an alternate pump for insulin therapy.